Manufacturer narrative:
Additional info: through follow-up the it was reported that the planned explant did not occur, the surgeon decided to implant a non j&j piggyback lens and a limbal relaxing incision (lri) was performed. The surgeon was able to correct the patient's hyperopic surprise. No other information was provided. As a result of the additional information the patient code 3191 for planned explant provided in the initial MDR is no longer applicable. The following patient codes have been added: 3191 - placement of piggyback lens in a secondary procedure. 3191 - limbal relaxing incision (lri) procedure. Device evaluation: the device was not returned at the manufacturing site as the lens remains implanted; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided however best estimate is between 2/20/2019 - 4/17/2019. If explanted, give date: not applicable, an explant is planned, however not confirmed. (B)(4). Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient became too hyperopic post-operative. The patient was disappointed she could not read. In the first week, the patient's vision was 20/25, j12. At the third week vision acuity was 20/50. Refraction spherical equivalent (se) +0.75d. It was stated, most likely the elp (estimated lens position) shifted posteriorly as the capsule contracted. The doctor planned on explanting the lens from the left eye and replacing it with another zlb00 of a higher diopter 22.5. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.